Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to corroded motor home switch. Analysis was unable to verify motor error alarm and sensor anomaly due to constant motor error alarm. The pump received with scratched lcd window, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 191 mg/dl. The customer states she has been having reoccurring motor errors every time she has to change the reservoir. The customer states she is able to rewind the pump. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.